Manufacturer narrative:
The instruments used for the procedure were not returned for failure analysis. Root cause is undetermined. There have been no related complaints from this account since 2/20/07.

Event description:
A myomectomy was successfully completed using the da vinci system. A few days after the procedure, the pt returned complaining of abdominal pain. It was determined that the pt had a perforation in the ileum portion of her intestines. The pt's current condition is unk. No add'l info has been provided.